Event description:
It was reported that the ventilator turned on and off by itself with a constant audible alarm while connected to a patient. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem that the ventilator turned on and off by itself. During bench testing, the ventilator instantly shutdown with an audible alarm when the external power source was removed. Further testing revealed that the ventilator charge status displayed a solid red due to a fully depleted internal battery. The internal battery was replaced to correct the reported problem.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.